Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Retainer ring = black. Customer returned pump for alleged under delivery anomaly and high bgs found on (B)(6) 2022. Pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test, and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No under delivery anomalies noted during testing. Unit successfully downloaded to thus and carelink. Confirmed bolus deliveries of: 2.10u on (B)(6) 2022 at 07:49:09, 0.15u on (B)(6) 2022 at 07:49:43, 9.70u on (B)(6) 2022 at 08:01:19, 12.8u on (B)(6) 2022 at 08:56:03, 6.00u on (B)(6) 2022 at 10:14:11, 8.30u on (B)(6) 2022 at 11:57:02, 0.80u on (B)(6) 2022 at 16:02:11, 0.30u on (B)(6) 2022 at 16:04:28, 4.90u on (B)(6) 2022 at 16:22:21, 14.0u on (B)(6) 2022 at 16:32:11, 13.5u on (B)(6) 2022 at 18:34:45, 2.50u on (B)(6) 2022 at 18:51:35, 2.30u on (B)(6) 2022 at 19:06:53, 0.05u on (B)(6) 2022 at 19:07:26, 0.25u on (B)(6) 2022 at 19:07:58, 12.7u on (B)(6) 2022 at 19:18:23, 10.0u on (B)(6) 2022 at 20:29:53, 5.00u on (B)(6) 2022 at 21:19:13. No delivery alarms were confirmed in the pump downloaded history on (B)(6) 2022 at 07:49:09, 07:49:43, 16:02:11, 16:04:28, 16:22:21, 19:06:53, 19:07:26, 19:07:58, and 21:00:11. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: pillowing keypad overlay.in summary, customer allegation for under delivery was confirmed due to insulin flow block alarms during bolus deliveries. Unable to confirm high bgs. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic that the insulin pump was under delivering. The customer blood glucose level was 26.3 mmol/l at the time of incident. The customer¿s current blood glucose value was 19 mmol/l. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated high blood glucose value with pen. Customer alleging possible insulin pump was under delivery because customer all day low correction . No harm requiring medical intervention was reported. The device will be returned for analysis.